Event description:
The ge oec 9800 fluoroscopy system would not boot up and displayed data error and a/d channel errors.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective x-ray controller pcb that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.